Event description:
It was reported that during a proctocolectomy procedure, the surgeon could not connect the anvil to the device and the pt received a temporary colostomy. The pt is okay.

Manufacturer narrative:
Date sent: 8/4/2008. Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.